Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora balloon to treat a mildly calcified and tortuous cx lesion exhibiting 75% stenosis. It was reported that there was no damage noted to the device packaging or any issues removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated. The balloon burst on first inflation of the device, at a pressure of 18atms, in the patient. Procedure was completed with a nc euphora balloon. No patient injury reported.

Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip. Negative prep confirmed the presence of a leak. On pressurization of the device, a leak was detected on the working length of the balloon and the balloon failed to maintain pressure. There was a longitudinal tear along the distal portion of the balloon working length. The material at the distal end of the tear site was jagged and uneven. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.